Event description:
It was reported that during a coronary stenting treatment procedure, a drug eluting stent was implanted instead of a bare metal stent. During the procedure, the physician asked for a liberte bare metal stent but was given a taxus liberte drug eluting stent (des) due to the similarity between the names of the liberte bare metal stent and the taxus liberte des. The physician implanted the wrong device in the pt. No pt complications were reported and the patient's current condition is listed as "okay".

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.